Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that there is needle/shield separation from the barrel when removing the shield. Both returned syringes were tested and no hub assembly separated from the barrel when the shield was removed from the syringe. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while removing shield with a bd syringe 0.3ml 29ga 1/2in the hub separated from device. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.